Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2010. Post-implantation, the patient reportedly experienced pain, vaginal bulge, dyspareunia, and urinary problems (specifics and date/s of onset unknown), and has had to undergo additional surgeries (specifics and date unknown). All additional information, including the patient's current condition, is unknown and reportedly unavailable.